Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the unit was received with the lock having both rotational and lateral movement and a residue buildup was present.

Event description:
The user facility returned the a1059 mayfield modified skull clamp with the lock having both rotational and lateral movement.